Manufacturer narrative:
The pump is not required to be returned for the use error. The device was returned to animas for an unrelated issue on (B)(6) 2011 prior to receipt of this complaint on (B)(6) 2015. This pump has since been sent to component recovery and is unable to be investigated. There was no indication or allegation of a pump malfunction.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2009 was 25 mg/dl with cognitive impairment, loss of consciousness, and severe dizziness. It was reported the patient required assistance from a 3rd party and was treated in an emergency room with a glucagon injection and food and drink. It was reported that the patient had inadvertently infused an unknown amount of insulin while being attached to the pump during the priming. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged hypoglycemia was attributed to a device use error.